Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of the event. The ccc specialist aligned the server 1 probes, and performed sodium hydroxide wash on reagent probes followed by priming of all server probes. The ccc specialist performed homing of all modules and reset the instrument. The customer performed precision testing on all levels of qc and on patient samples, which passed. The customer reran qc, which were within range. The cause of the discordant, falsely depressed mg results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed magnesium (mg) results were obtained upon initial and auto-repeat testing on sample ID (B)(6) and a discordant, falsely depressed magnesium (mg) result was obtained on sample ID (B)(6) on a dimension vista 1500 instrument. The customer reported initial discordant result obtained on sample ID (B)(6) to the physician(s). The sample (ID (B)(6)) was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. The sample (ID (B)(6)) was repeated on the same instrument twice, all resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed mg results.